Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 501 mg/dl; cause was unknown. Prior to going to the ER, the customer administered a manual insulin injection and delivered a correction bolus to address bg level. In the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, customer left the ER on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate method of insulin therapy.